Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported lock up failure. Physio replaced the programmed system control and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device locked up and logged several event codes in the memory. There was no reports of pt use associated with the event.